Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube or vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched display window, reservoir tube window, and cracked belt clip slot.

Event description:
The customer's nurse reported damage to the insulin pump, including the reservoir chamber and battery compartment. It was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.